Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported there was a stimulator ¿defect.¿ the stimulator would turn off ¿often¿ without the use of the programmer or with another electric device ¿in the neighborhood.¿ the patient experienced sudden losses of both therapeutic effect and stimulation. Intermittent stimulation was also noted. Impedance testing, x-rays, and reprogramming were performed, but no results were provided. As a result of the event, the stimulator was replaced. No further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was functionally okay and functioned properly throughout the duration of the long term monitor test.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that therapy was &#50123;&#55319;ith the new implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.